Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged that upon battery insertion the display was blank, makes start up noises, and then "sizzles and sounds like static". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, the pump powered up to functioning vibratory and auditory alarms. The pump was opened to find moisture on the printed circuit board, motor assembly, and piezo. No moisture was found in the battery compartment. The complaint of static sounds at power up was unable to be duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.